Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch was observed on the right atrial (ra) lead. During lead revision, insulation damage was confirmed on the ra lead. The ra lead was successfully repaired with medical adhesive and remains implanted. The patient was stable and there were no adverse consequences.